Manufacturer narrative:
Continuation of d10: product type mobile platform product ID a820 lot# serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing unknown morphine for spinal pain. It was reported that they were getting an announcement on the handset that the pump couldn't feed and was not able to deliver a bolus or something like that. The patient then said that the handset alerted connection interruption, session was ended, and it instructed them to exit and restart the application. The patient said that they had been trying to deliver a bolus all weekend, but the bolus was not being delivered. The patient said that the handset looked like the bolus delivered and they saw the lockouts, but they weren't getting the bolus. The patient said that they stopped by the office today ((B)(6) 2026) and talked to someone from medtronic (mdt) who told them to call the patient services (ps) since the handset was thought to be the issue. The patient said that the handset was new as of january. The patient said that they had turned the handset off and on, but the issue was not resolved. The a gent reviewed and had the patient close all apps on the handset. The wi-fi and location services were on, so the agent had the patient turn bluetooth on and turn wi-fi off. The agent had the patient connect to the pump. The patient said that it would take a bit to connect to the pump. It was confirmed that the handset was lagging at 91%. The agent reviewed and guided the patient through clearing the data. The patient was able to connect to the pump and deliver a bolus during the call.